Event description:
On 07/03/2024 at approximately 3:41 pm pst, the patient¿s husband called reporting a low blood glucose (bg) of 60 mg/dl. He requested to shut down the ilet pump to stop insulin delivery. The agent explained the suspend function on the ilet but the customer preferred to power off the device. Instructions were provided on how to shut down the ilet. The patient treated the low bg with juice and reported no severe symptoms. The lowest bg recorded during the event was 60 mg/dl, and the patient remained below the target range (70¿180 mg/dl) for about one hour. No ketone testing was performed, and no professional medical intervention was required. No additional assistance was needed beyond the patient¿s self-treatment. No immediate health effects such as dizziness, loss of consciousness, or dka were reported. On 07/05/2024, the agent left a voicemail to check for further issues. On 07/09/2024, the patient confirmed no additional low bg events and stated no further assistance was needed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.